Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling anymore. Per additional information received via follow-up on 24mar2023, circulation pump has been found to build no pressure as it has been too weak to work properly. Preventive maintenance procedure has been performed. Circulation and mixing pump and both drain ports have been replaced. Mentioned issue has been solved that way. There was no patient involvement.

Event description:
It was reported that the arctic sun device was not cooling anymore. Per additional information received via follow-up on 24mar2023, circulation pump has been found to build no pressure as it has been too weak to work properly. Preventive maintenance procedure has been performed. Circulation and mixing pump and both drain ports have been replaced. Mentioned issue has been solved that way. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was not cooling properly as the circulation pump has been found to build no pressure as it has been too weak to work properly. Circulation pump was replaced. The device underwent pm servicing while in for repair. Mixing pump and both drain ports were replaced. The device passed the procedure and can be placed back into normal use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected